Event description:
I felt tight pain in my breasts. My implants felt tighter, and it became more difficult to breathe. I also began to have chronic fatigue, brain fog, inflammation, memory loss, joint pain, neck/shoulder/lower back pain, anxiety, ringing in the ears, temperature intolerance, sensitivity to light, sensitivity to sound, thyroid nodules which eventually led to a thyroidectomy, weight gain, blurry vision, dry eyes, mood swings, heart palpitations, shortness of breath. The breast pain has gotten worse over the years.